Manufacturer narrative:
(B)(4). Batch # t5am2u. Investigation summary; the analysis found that one plee60a device was returned with no apparent damage with a gst60g cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure on the fourth fire with a green reload and using gore buttressing material the surgeon heard a clicking noise. The staples deployed two thirds of the way up on left side of the reload. The rest did not deploy. The device finished the cut process. The surgeon did an o.g. Leak test and it did not find any leaks. He also did a visual to look for leaks and did not find any leaks. The procedure was completed with an alternate like device with no patient consequences reported.